Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper ultimate sequence 25mm x5 file broke during use. The broken part cannot be retrieved. No injury occurred.

Manufacturer narrative:
Summary: a protaper ultimate sequence 25mm was returned (five files - four in loose, pul f3 unused). Instruments were analyzed and protaper ultimate finishing file f1 is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused protaper ultimate finishing file f1 is available for evaluation. Other files in loose show signs of use but are not damaged. Nothing unusual to report was found during DHR review (batch #1831066). Root causes are not identified. We will track this kind of event and monitor the trend.